Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not slide onto the pump. The customer was able to load a new cartridge successfully. There was no reported impact to the customer's blood glucose level.